Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was in the range of 540 mmol/l. At the time of incidence. In addition, customer¿s blood glucose level was 250 mg/dl. Customer was treated with insulin pump for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozo-mmt-7020-snsr.